Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing discomfort at the implant site. The patient underwent a revision procedure wherein the ipg and leads were loosened. The patient was doing well postoperatively.